Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was told to check the o-rings and fittings. No further information was obtained from the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 19, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based upon the information obtained, the root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical technician reported that during the phacoemulsification portion of a cataract procedure with intraocular lens implant there was low vacuum. The surgery was completed using an alternate handpiece. There was no patient harm.